Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF DEATH EVENTS 302.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2019 DATA EXTRACT FOR DEATH EVENTS FOR THE SAPIEN 3 VALVE.

Manufacturer narrative:
CORRECTED DATA: F10, H6. REFERENCE (B)(4).

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4551292,I,D,334,Edwards SAPIEN 3,9600TFX23,2993;4638119,I,D,504,Edwards SAPIEN 3,9600TFX20,3190;4646692,I,D,92,Edwards SAPIEN 3,9600TFX26,2993;5049911,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;13390,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;13390,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;4420182,I,D,303,Edwards SAPIEN 3,9600TFX23,3190;4551761,I,D,295,Edwards SAPIEN 3,9600TFX20,3190;4551761,I,D,291,Edwards SAPIEN 3,9600TFX20,3190;4558494,I,D,200,Edwards SAPIEN 3,9600TFX26,3190;4581915,I,D,213,Edwards SAPIEN 3,9600TFX26,2993;4698212,I,D,135,Edwards SAPIEN 3,9600TFX26,3190;4709509,I,D,40,Edwards SAPIEN 3,9600TFX29,3190;4815437,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4884533,I,D,7,Edwards SAPIEN 3,9600TFX26,3190;4947479,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4947479,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4948260,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;4970096,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4970096,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4970096,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4970096,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4970096,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4973266,I,D,19,Edwards SAPIEN 3,9600TFX26,2993;4984619,I,D,21,Edwards SAPIEN 3,9600TFX23,2993;4989150,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4989150,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4992699,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5007217,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5017232,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5023933,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5039436,I,D,15,Edwards SAPIEN 3,9600TFX26,3190;5048361,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5050337,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5053375,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;5066301,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5066301,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5066597,I,D,10,Edwards SAPIEN 3,9600TFX26,2993;5069083,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5069083,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5069083,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5069083,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5074212,I,D,17,Edwards SAPIEN 3,9600TFX26,2993;5074212,I,D,21,Edwards SAPIEN 3,9600TFX26,2993;5074369,I,D,21,Edwards SAPIEN 3,9600TFX29,2993;5074369,I,D,5,Edwards SAPIEN 3,9600TFX29,3190;5074848,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5074848,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5074848,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5074848,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5075060,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5075565,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5075565,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5075565,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5075565,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5076176,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5076176,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5076688,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5076688,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5076688,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5076688,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5076688,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5077060,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5088482,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5088683,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5088683,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5090836,I,D,8,Edwards SAPIEN 3,9600TFX23,3190;5092753,I,D,9,Edwards SAPIEN 3,9600TFX29,2993;5092769,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5093071,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;5093071,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5093071,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;5093071,I,D,1,Edwards SAPIEN 3,9600TFX20,3190;5093460,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5094588,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5095371,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5095934,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;5095934,I,D,3,Edwards SAPIEN 3,9600TFX29,3190;5096827,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5096827,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5097107,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5097107,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;5100054,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5100054,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5100054,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5100509,I,D,41,Edwards SAPIEN 3,9600TFX29,2993;5101975,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5104836,I,D,5,Edwards SAPIEN 3,9600TFX29,2993;5105183,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5105500,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5118215,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5118215,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5118368,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5118368,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5120881,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5120881,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5120881,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5121437,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5121437,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5121437,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5121898,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5121898,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5121898,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5122737,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5124259,I,D,42,Edwards SAPIEN 3,9600TFX26,3190;5124381,I,D,16,Edwards SAPIEN 3,9600TFX29,3190;5126106,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5126340,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5128826,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5128826,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5129042,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5139918,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;5140290,I,D,7,Edwards SAPIEN 3,9600TFX29,2993;5140432,I,D,11,Edwards SAPIEN 3,9600TFX23,3190;5140549,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5140549,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5140549,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5140549,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5142451,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5142451,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5142451,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5143837,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5144236,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5144236,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5144236,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5156627,I,D,32,Edwards SAPIEN 3,9600TFX26,3190;5157577,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5157577,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5159885,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5160702,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5161521,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5161521,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5163146,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5163146,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5163146,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5163726,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5164055,I,D,26,Edwards SAPIEN 3,9600TFX23,2993;5164197,I,D,10,Edwards SAPIEN 3,9600TFX29,2993;5164197,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5164197,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5164197,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;5164197,I,D,3,Edwards SAPIEN 3,9600TFX29,3190;5164197,I,D,8,Edwards SAPIEN 3,9600TFX29,3190;5165734,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5165734,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5165770,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5166008,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5166008,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5166034,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5166034,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5166040,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5167073,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5167073,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5168111,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;5171390,I,D,27,Edwards SAPIEN 3,9600TFX29,2993;5171941,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5171941,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5171941,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5171941,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5171941,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5171974,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5171974,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5172102,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5172102,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5172102,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5172102,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5182340,I,D,6,Edwards SAPIEN 3,9600TFX23,2993;5183523,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5183523,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5183705,I,D,12,Edwards SAPIEN 3,9600TFX26,2993;5183705,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;5183812,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5185954,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5185954,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5185954,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5185970,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5185970,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5185970,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5185970,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5186029,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5186029,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5186029,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5186123,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5186123,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5186123,I,D,3,Edwards SAPIEN 3,9600TFX26,3190;5186123,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5187411,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5187517,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5187517,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5187517,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5187517,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5187517,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5187517,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5187517,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5187599,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5188428,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5188428,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5188428,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5188428,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5189105,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5189144,I,D,5,Edwards SAPIEN 3,9600TFX29,2993;5189144,I,D,5,Edwards SAPIEN 3,9600TFX29,3190;5189730,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5189925,I,D,6,Edwards SAPIEN 3,9600TFX29,2993;5190019,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5192343,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5192349,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5193620,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5193620,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5193620,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5194487,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5194487,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5194493,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5194493,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5195126,I,D,18,Edwards SAPIEN 3,9600TFX26,2993;5195126,I,D,3,Edwards SAPIEN 3,9600TFX26,3190;5195126,I,D,19,Edwards SAPIEN 3,9600TFX26,3190;5196226,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5198040,I,D,11,Edwards SAPIEN 3,9600TFX23,2993;5199875,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5201697,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5202554,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5202554,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5203716,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5203740,I,D,7,Edwards SAPIEN 3,9600TFX26,2993;5204085,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5204085,I,D,5,Edwards SAPIEN 3,9600TFX23,3190;5205419,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5207125,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5207668,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5210546,I,D,6,Edwards SAPIEN 3,9600TFX23,2993;5210550,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5210550,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5210550,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5210550,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5211539,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5211923,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5212221,I,D,13,Edwards SAPIEN 3,9600TFX23,3190;5213252,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5213252,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5213252,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;5213588,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5214236,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5215287,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5215981,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5215981,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5215981,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5218602,I,D,9,Edwards SAPIEN 3,9600TFX29,3190;5219030,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5219045,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5220288,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5220862,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5221129,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5221445,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;5221445,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;5221445,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;5223305,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5223498,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5223498,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;60158,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5072517,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5072517,I,D,27,Edwards SAPIEN 3,9600TFX29,3190;5072517,I,D,27,Edwards SAPIEN 3,9600TFX29,3190;5073707,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5075568,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5076544,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5076544,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5122629,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5122629,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5122629,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5143346,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5164120,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5164120,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5164120,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5165015,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5165015,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5165015,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5165015,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5191868,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5191868,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5191868,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5191868,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5193382,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4521252,S,D,203,Edwards SAPIEN 3,9600TFX26,3190;4582087,S,D,122,Edwards SAPIEN 3,9600TFX26,2993;4582690,S,D,41,Edwards SAPIEN 3,9600TFX29,3190;4641066,S,D,371,Edwards SAPIEN 3,9600TFX29,3190;4679094,S,D,0,Edwards SAPIEN 3,9600TFX26,3190;5024177,S,D,0,Edwards SAPIEN 3,9600TFX26,2993